Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿an allergic crisis in the chest, itchy body, and swelling¿.

Event description:
Patient reported ¿pain, burning and needles, discharge from nipples, depression, and constant fear of having bia-alcl¿. Healthcare professional later reported ¿nodules, lump in left breast, cyst, hypoechoic, inflammation of nipples, depressive symptoms (secondary to anxiety), burning in breast, body aches, psychologically shaken, and stiff breasts¿. The following symptoms were also reported, which have been determined as not device related; ¿hair loss, weight gain/fluctuation, low immunity, shortness of breath, allergies, dry eyes, dry mouth, joint pain (fingers and hands), silicone disease, area of clustered microcysts in left breast (which may correspond to solid nodule/cyst with debris measuring 0.7 cm), fatigue, asia syndrome, autoimmune disease, anemia, internal fever, myalgia, dizziness, involuntary spasms, mental confusion, skin blemishes, cognitive problems, stiffness, vitamin deficiencies, decline in physical and mental health, decreased activities of daily living, decrease in quality of life, direct needling, and headaches¿. The patient was hospitalized due to ¿an allergic crisis in the chest, itchy body, and swelling¿. This complaint is for the left side. The device remains implanted.